Event description:
A 10mm covidien auto suture blunt tip trocar balloon ruptured balloon did fragment, but the piece was retrieved by doctor. No harm to patient. A second balloon also ruptured, but did not fragment. Manufacturer was contacted and we are currently waiting for the packages to send these trocars back to the company for inspection. Dates of use: (B)(6) 2017. Diagnosis or reason for use: hernia repair.